Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The patient experienced nausea and vomiting. The patient stated that the blood glucose was low earlier in morning, treated with food and then spiked in blood glucose levels after. The blood glucose levels were initially treated with pump by patients and by intravenous drip in the hospital. The patient was admitted in the hospital for more than 24 hours. No further information available.